Event description:
It was reported by a patient that they had their vns removed 2 years after put in because it stopped working and started giving her breathing problems. Additional relevant information has not been received to-date.